Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had abnormal battery depletion and a lead had elevated threshold. The device and lead remain in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.